Event description:
Boston scientific received information that, during the implant procedure, the rate electrogram did not provide a signal, but the shock electrogram did. The patient was continuously paced at vvi 40 beats per minute (bpm), with an intrinsic rhythm of 72 bpm. The shock impedance was normal, and within range, however, the pacing impedance was low and out of range. No pacing output at 3.5 volts. It was mentioned that before the associated right ventricular (rv) lead was connected to this implantable cardioverter defibrillator (ICD), the connectors were cleaned and wiped dry. The associated rv lead was tested with the pacing system analyzer (psa), and all measurements were normal and within range. Poor measurements, however, were observed once the rv lead was connected to this ICD. The lead was disconnected, the connectors were once again cleaned, and reconnected to this pg. The same measurements resulted. The rv lead was disconnected a second time, tested with the psa again, and measurements were normal and within range. The decision was then made to replace this ICD. The associated rv lead was connected to the new pg, and all measurements were normal and within range. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial allegations were not confirmed through analysis.

Manufacturer narrative:
This ICD will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.